Event description:
It was reported, the distal marker was not visible. No patient injury reported.

Manufacturer narrative:
Evaluation of the returned device confirmed that the distal tip/marker was not present on device. Based on the findings, the catheter tip likely separated during tip shaping from applying force exceeding the limits of the catheter. (B) (4).